Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged valve is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong catheter with a stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use. The proximal end of the catheter was observed to be positioned about midway on the flushing hub cannula. A microscopic observation revealed a superficial split in the catheter material near the proximal end of the distal valve of the catheter. The split was observed to be uneven and angled with a mostly smooth fracture surface. Additional, smaller splits were discovered near the valve; one adjacent to the larger split, one extending from the distal corner of the valve, and one adjacent to the distal corner of the valve. Some dark reddish residue was observed in the valve. The valve was measured and was found to be within specification. While the exact cause of the splits in the valve is unknown, it is possible the damage was caused by instruments during handling or by the stiffening stylet during manipulation. A lot history review (lhr) of rebn0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2018. During the pre-flush, the valve opening was larger than normal. During the pre-flush of saline, it was found that the water flow was also abnormal. Worried about the valve being damaged, a new set of catheter was opened and placed. Comparing the two during the pre-flush, it was indeed found that the water flow at the valve of the complaint was significantly larger than that of the catheter placed separately. The valve was suspected to be damaged, and a product complaint was made.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebn0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2018. During the pre-flush, the valve opening was larger than normal. During the pre-flush of saline, it was found that the water flow was also abnormal. Worried about the valve being damaged, a new set of catheter was opened and placed. Comparing the two during the pre-flush, it was indeed found that the water flow at the valve of the complaint was significantly larger than that of the catheter placed separately. The valve was suspected to be damaged, and a product complaint was made.